Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test, active current measurement, and self test. No pump error 68, 49 and 23 alarm noted during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. However, pump received with a high sleep current measurement. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found pump error 68 alarm on 02/10/2025 at 20:34:53.000, pump error 49 alarm on 02/10/2025 at 20:34:53.000 and pump error 23 alarm on 02/10/2025 at 20:36:03.000. Pump was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1 and corroded battery tube. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked case behind the pump at the battery compartment customer alleged not confirmed for pump error 68, 49 and 23 alarm. However, pump received with a high sleep current measurement due to moisture damage on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 68 (trace pointers are invalid.), the customer received pump error 23 (post-reset ram crc alarm), the customer received pump error 49 (history pointers failed. The history pointers are corrupted.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear error and complete rewind process. Error has occurred more than once after a battery change. Error table did not indicate that pump should be replaced and pump passed selftest. The customer was requesting assistance with entering auto basal. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.